Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and ketones were present. Cause was not known. Customer went to the emergency room and healthcare provider identified ketone level as dangerous. Customer was admitted to the hospital intensive care unit. Customer was treated with intravenous saline and insulin. Elevated bg/ketones resolved with no injury. Customer was discharged on (B)(6) 2026. Pump system check was performed and no issues were identified. Customer did not require further assistance.